Event description:
Port inserted on (B)(6) 2017; on (B)(6) 2017, x-ray prior to surgery today revealed complete fracture with migration of distal cath into atrium. Dr. (B)(6) consulted with cardiologist and dr. (B)(6). Dr. (B)(6) responded and successfully retrieved the fractured portion of the catheter. Dr. (B)(6) removed the proximal portion of the port and inserted a new one.